Manufacturer narrative:
A ge service rep performed an on site investigation. The described failure could not be duplicated. However, as a proactive measure replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the up/down function of the vertical lift on the c-arm of the 9800 system was not working. There was no report of patient injury.